Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) reported that they are feeling electric shocks underneath the ins which has been happening "for at least 6 months". They said the hcp did xrays but it showed the leads were in place. They said the doctor wants a manufacturer representative (rep) to come to the next appointment. Additional information was received. It was reported that the cause of the electric shocks have not been determined. No actions were taken yet but the patient will be reprogrammed at their next appointment.